Event description:
The report from the affiliate indicated that the cypher select 3.5 x 33 mm stent would not cross the target lesion. The physician attempted to withdraw the stent delivery system (sds) back into the guiding catheter but encountered difficulty. The sds and the guiding catheter were then removed as a unit but the stent became stuck outside of the introducer sheath. The stent had to be surgically removed. The target lesion was a saphenous vein graft (svg) to the left anterior descending (lad) coronary artery. The lesion was reported to be: tortuous, a 90% stenosis, 3.5 mm in diameter, and lesion length 30 mm. The lesion was not pre-dilated. The patient came into trauma with a myocardial infarction and was sent to the cath lab for angiography.

Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The male patient with a history of bypass surgery was admitted with a myocardial infarction and transported to the catheterization lab for angiography. A lesion in the proximal left anterior descending artery was identified, but the cypher select stent could not be advanced to the lesion. The physician attempted to withdraw the stent delivery system (sds) but the proximal stent struts were uplifted and prevented the sds from being retrieved into the guide catheter (gc). The md then attempted to withdraw the sds and gc as a single unit but the devices could not be withdrawn into the sheath. As such, the patient underwent surgical removal of the product. The patient was ultimately treated with a bare metal stent. The lad was a tortuous lesion 30mm in length. The safety and effectiveness of the cypher select stent has not been established with tortuous segments that can impair stent placement. The lesion was not pre-dilated prior to attempts to deliver the cypher select stent and the sds was actually being removed so that the target lesion could be pre-dilated. Information regarding the concomitant devices associated with the event has not been provided. Inspection of the returned product revealed that only 15.5 cm of the distal part of the sds was returned with the stent moved over the distal marker band but still on the balloon. A non-sterile guide wire was also provided. The proximal end of the stent struts were uplifted and the middle and distal ends of the stent were bent. No further analysis was performed due to the conditions of the returned cypher. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Procedural factors might be related to moved stent failure as per the event description, the cypher was pulled back through the guiding catheter. The exact cause of the sds broken shaft could not be determined. Controls are in place to prevent this type of failure from leaving the facility. No corrective action was taken since the cause of this failure (broken shaft) does not appear to be manufacturing related. Originally, the complaint was reported as a stent dislodgment. However, receipt of the returned product raised questions about the event description provided. Further investigation revealed that the event was more of a withdrawal difficulty with stent uplift/damage that required surgical intervention. The damage to the stent appears to have occurred during the procedure and may have been related to attempts to remove the sds into the gc. Per the instructions for use, the sds with an unexpanded stent should not be withdrawn into the gc due to the potential for stent damage or dislodgement. The sds had been cut by the surgeon during removal. As such, the "broken shaft" noted during analysis does not represent a product malfunction. Based on the available clinical information and product analysis, it appears that procedural factors have contributed to this event. There is no evidence to suggest that the event was manufacturing related. Please note that this is the initial/final report for this product.